Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the balloon rupture occurred due to interaction with anatomy or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to post dilate a stent in an un-calcified, non-tortuous, iliac vein with the 4.0x80 mm armada 35 balloon. The armada was advanced to the vessel and inflated to 4 atmospheres when it ruptured. The armada was removed from the anatomy and replaced with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.